Event description:
It was reported that a female patient underwent a breast augmentation with a mentor tissue expander 550cc and an unspecified mentor tissue expander (sides unknown) and experienced bilateral deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2021. This report is for the first of two devices.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the exp rnd remote 550cc tissue expander had some creases/folds on the anterior view. In addition, a tear was identified at the union between the patch and shell. A microscopic examination was performed and the cause of the tear could not be identified. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this deflation. The evaluation was limited to non-destructive testing, therefore, the shell thickness was not measured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).